Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, the arm was showing a warning state and faulting at startup with repeated prompts to clear an obstruction. Multiple standard and hard power cycles were performed, but the issue returned. The tse then instructed staff to manually move the affected arm and inspect the arm carriage, after which another power cycle was performed and the fault still recurred. The tse then guided staff on configuring the system to operate in a reduced-arm configuration so the procedure could continue, including limitations related to table motion and the need for manual targeting. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the reported event. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.